Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self test and displacement test. No rainbow display or display anomaly noted.

Event description:
The customer reported via phone call that they can not see the screen. Blood glucose was 114 mg/dl. The insulin pump will be returned for analysis.